Event description:
The patient's vendor reported that in 2009, the patient's blood glucose elevated to 600 mg/dl at 1:00am. The patient bolused through the infusion device and his blood glucose did not decrease. At 2:00am he bolused via insulin pen and at 3:30am, his blood glucose measured 446 mg/dl. He bolused again via pen and at 5:30am, his blood glucose measured 285 mg/dl. His normal blood glucose level is 120 mg/dl. He changes his infusion site every 3-4 days and the infusion tubing every 8 days. The patient uses a competitor infusion device and the vendor stated that the adapter was damaged. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.